Manufacturer narrative:
(B)(4). The stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with stent struts at the proximal edge lifted upwards from the stent profile. The stent appears to have been moved distally on the balloon. This type of damage was likely caused during withdrawal attempts. During the examination, the stent length was measured and was within specification. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The body of the tip component appears damage with a longitudinal bend apparent. This type of damage is likely to have been caused while experiencing resistance during advancement. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be user preference issue as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 04-dec-2014. It was reported that a user preference issue occurred. The 75% stenosed, 8mmx2.5mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left circumflex artery (lcx). An 8 x 2.25mm taxus¿ liberté¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the stent appeared smaller and could not cover the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and stent moved on balloon.